Manufacturer narrative:
Initial reporter phone:+(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30527161m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade (CT) which required pericardiocentesis. After one hour of catheter use, when the mitral isthmus was ablated, a steam pop occurred. The patient¿s blood pressure dropped, so the patient was check by echocardiogram and a cardiac tamponade was discovered. Pericardiocentesis was performed, thoracotomy was not required. The patient has fully recovered. No error messages were reported to be observed on the biosense webster equipment during the procedure. The physician commented the cause of the event is unknown, however it is not related to the catheter. Prior to noting the CT, ablation was performed. The event occurred during the ablation phase. The steam pop was assessed as not MDR reportable. Since the event (cardiac tamponade) is life threatening and required surgical intervention to prevent permanent impairment of a body function, or permanent damage of a body structure, then is to be considered serious and MDR-reportable.